Event description:
It was reported that during implant of the extravascular (ev) lead, the initial tunnel was created in the retrosternal space running parallel to the sternal axis and slightly medial to the left margin, however sensing values were not acceptable. Therefore, a second tunnel was created which followed a slightly leftward inclined direction toward the patient¿s left hemothorax, which provided satisfactory values. The ev lead was secured in place. At the end of the procedure, variable pacing impedances and noise were observed, consistent with air in the implant area. The next day, prior to defibrillation threshold testing, chest radiographs were performed which showed dislodgement of the ev lead and a left-sided pneumothorax. A thoracic chest tube was placed to allow for drainage. The ev lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.